Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a restricted and tethered posterior leaflet. It was noted that imaging was difficult. An ntw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in chordae, it was able to grasp both leaflets mr remained a grade of 4. To further reduce mr, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) cannot be determined. Image resolution poor was related to patient and procedural conditions as imaging was reported to be challenging due to the steerable guide catheter (sgc), clip and the anatomy causing shadows and artefacts in echo. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.